Event description:
A malfunction on a pump was reported, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.